Event description:
Customer's father reported his daughter was having high blood glucose. Customer's blood glucose is 448 mg/dl. She treated with manual injection. Customer had ketones and had to call her doctor. During troubleshooting, the device passed the high pressure test. The cannula was not bent or occluded. The site was bleeding a little when the infusion set was removed. Customer was advised to change her infusion set and reservoir and treat per her doctor's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.